Event description:
The manufacturer recieved an allegation that while a patient with past medical history of respiratory failure was receiving continuous noninvasive ventilatory support via a trilogy 100 ventilator, the device exhibited low inspiratory pressure for brief periods (<0.1 seconds) with low circuit leakage, affecting ventilation delivery. This condition could have resulted in inadequate ventilation and deterioration of the patient¿s condition. Clinical staff intervened by discontinuing use of the device and initiating ventilation with a standby ventilator, which functioned normally. No patient harm was reported. Device evaluation by hospital technical staff confirmed low inspiratory pressure. Inspection identified dust accumulation at the inspiratory inlet and a contaminated filter. Cleaning did not resolve the issue; therefore, the filter assembly was replaced, after which the device functioned normally.

Manufacturer narrative:
This report is correcting the classification of the event from a serious injury to a product malfunction. No further details have been changed.